Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor smooth saline prostheses experienced spontaneous right sided deflation and left sided baker grade iii capsular contracture post procedure. These issues were diagnosed through a physical examination. As a result, an explant was performed on (B)(6) 2021. See 1645337-2021-09370 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on (B)(6) 2021. The impacted product is a mentor smooth round spectrum 225cc saline prosthesis. Section d has been populated with newly obtained information. The devices were replaced with mentor implants with explant. A manufacturing record evaluation was performed for the finished device 5595221 number, and no non-conformance's were identified. The impacted product was received by the failure analysis lab on (B)(6) 2021. The investigation of the impacted product was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. The tubing, connector, and injection port were not returned. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed according to mentor procedures, and it identified a tear within the crease/fold measuring less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).